Manufacturer narrative:
As reported, a 7f exoseal vascular closure device (vcd) could not be pressed and could not be used normally. Manual compression was used for hemostasis. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vascular closure device (vcd) and non-cordis sheath were retracted together until the pulsatile flow significantly slowed or stopped and the indicator window turned solid black. The button could not be depressed at all, and when deployment outside the patient was attempted, the button still could not be depressed. The device was used to close the puncture site following carotid stenting. The operator was trained in the device, which was used in an interventional procedure. The vcd was stored and prepped according to the instructions for use (IFU). A retrograde approach was used, and there were no visible signs of device or package damage prior to use. An 8f non-cordis sheath was used. Angiography confirmed the suitability of the femoral artery, including a 30-45 degree insertion angle. The vessel diameter was confirmed to be =5mm, with no visible calcium, plaque, nearby stent, or stenosis >50%. The site had undergone manual compression within 30 days prior to this procedure, but there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Other procedural details were requested but were not provided. The product was discarded. A review of the manufacturing documentation associated with lot: 18474867 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, the 7f exoseal device was reported to have been used with an 8f sheath. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) could not be pressed and could not be used normally. Manual compression was used for hemostasis. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vascular closure device (vcd) and non-cordis sheath were retracted together until the pulsatile flow significantly slowed or stopped and the indicator window turned solid black. The button could not be depressed at all, and when deployment outside the patient was attempted, the button still could not be depressed. The device was used to close the puncture site following carotid stenting. The operator was trained in the device, which was used in an interventional procedure. The vcd was stored and prepped according to the instructions for use (IFU). A retrograde approach was used, and there were no visible signs of device or package damage prior to use. An 8f non-cordis sheath was used. Angiography confirmed the suitability of the femoral artery, including a 30-45 degree insertion angle. The vessel diameter was confirmed to be =5mm, with no visible calcium, plaque, nearby stent, or stenosis >50%. The site had undergone manual compression within 30 days prior to this procedure, but there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Other procedural details were requested but were not provided. The hospital reported this case as an adverse event to the china nmpa. The device will not be returned for analysis, it was discarded.